Manufacturer narrative:
Lot number unavailable. Date of event: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when the nurse attempted to do a trach change on a tracheostomy and ventilator dependent patient, the obturator got stuck when attempting to remove it. The nurse then pulled the entire trach out and inserted the old one. When the nurse examined the trach that was pulled out, it was found that the plastic sheath had been pulled partly off in the removal process. The customer states that having a plastic sheath on the obturator is a new design to them. The nurse then admitted that she did not attempt to remove the obturator pre-insertion. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One photo of the device was received for analysis. This photo demonstrated that one of the device obturators had its sheath partially removed. However, no product sample was received; therefore, visual and functional testing could not be performed. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the customer's description of the device as a "4.5 pediatric flextend bivona trach", the investigation did conclude that the product the customer used is supposed to be assembled with a sheath. Based on the available information, the investigation could not identify any product fault or root-cause. Complaint information will continue to be monitored and actions assigned as required. If the product is returned, the manufacturer will reopen this complaint for further investigation.